Manufacturer narrative:
The insulin pump alarm compromised force sensor during basic occlusion test due to loose/protruded drive support disk. Pump received with broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The mother reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 483 mg/dl. The customer was treated with a manual injection. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.